Event description:
It was reported that the tissue pad did not fall off inside the patient. No delay or health hazards was reported at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide and correction to the initial with information inadvertently left out (b5 and g2) and to provide an update to fields (d8, h3, and h4). The device was evaluated by olympus, and the tissue pad was partly peeled off was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to that ultrasound output with the grasping part closed without grasping the tissue (including after the tissue was cut) caused the tissue pad to wear down, causing some tearing and peeling. However, the root cause of the phenomenon " the tissue pad was partly peeled off" could not be identified. The event can be prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: (B)(6) hospital.

Event description:
It was reported the subject device's tissue pad came off while being used with a ultrasonic generator and an electrosurgical hf generator. The issue occurred about 10 minutes after the start of a therapeutic laparoscopic cholecystectomy. The intended procedure was completed with a similar device. There were no reports of patient harm.